Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system with the hospital biomed. Service will be performed by hospital employee or contractor. Customer contact reports no patient information available. Legal manufacturer: hcs (B)(4). A ge healthcare service representative performed a checkout of the system with the hospital biomed. Service will be performed by hospital employee or contractor.

Event description:
The hospital reported a malfunction resulting in loss of mechanical ventilation during a case. The unit was replaced and case resumed. There was no patient injury.